Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had a cylinder crossover. A revision surgery was performed in which the physician repositioned the cylinder and added a 1.0cm rear tip extender (rte) on each side. No patient complications were reported.